Event description:
It was reported that the right atrial lead had low impedance and was not sensing. An insulation breakdown was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-52 implantable pacing lead 1992-(B)(6), e2dr01aa implantable pulse generator (ipg) 2006-(B)(6), (B)(4).